Event description:
It was reported that during a laparoscopic appendectomy, the load popped off and fell into the pt after firing. The cartridge was retrieved. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.